Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of an unspecified bard/davol ventralex on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against ventralex. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2017) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for the implant of an unspecified bard/davol ventralex on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against ventralex. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2018 - patient was diagnosed with incarcerated umbilical hernia thereby underwent laparoscopic repair with implant of ventralex mesh. Per op notes, ¿a small hernia defect was identified with incarcerated peritoneal fat. The sac was opened, and the peritoneal fat was excised. The hernia sac was dissected free. A ventralex mesh was placed and sutured.¿ (B)(6) 2019 - patient was diagnosed with abdominal pain and adhesions thereby underwent laparoscopic repair with excision of ventralex mesh. Per op notes, ¿the adhesions of small bowel and abdominal wall were taken down. The omental adhesions to the prior mesh were taken down. The ventralex mesh was excised entirely and sutured.¿